Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed. The stopcock was tested in all open and closed positions, and no leaks were noted. The stopcock was also leak tested by attaching the device to a syringe filled with water, and forcing the water through the stopcock in all open and closed positions. No leaks were noted from the device during syringe leak testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a stopcock was leaking during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.